Manufacturer narrative:
There are many factors that contribute to pressure ulcer development including heat, moisture, pressure braden scale ratings, patient mobility, nursing monitoring, and rotation schedules. Based on the information provided there was no defect or malfunction with the surface that would have caused or contributed to the pressure injury. The device was not made accessible for testing.

Event description:
It was reported that a severely ill high risk with low mobility patient sustained a deep tissue injury. Through communication with the customer, it was reported that the mattress was not deflated. Treatment information was not able to be obtained.